Manufacturer narrative:
Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019 updated event description: it was reported that on (B)(6) ,2018 patient underwent a revision surgery for femoral neck system (fns) plate and locking screw due to an unknown reason. The fns removal surgery was performed with a screwdriver shaft drive and a screwdriver stardrive which were all in question. The surgeon could not untighten the locking screw at all with both the mentioned screwdrivers. The locking screw was removed by breaking the screwhead by an unknown carbide drill which was not in question. The surgery was delayed for less than 30 minutes. There was no adverse consequence to the patient reported.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a revision surgery for femoral neck system (fns) plate and locking screw due to an unknown reason. The fns removal surgery was performed with a screwdriver shaft drive and a screwdriver stardrive. The surgeon could not untighten the locking screw with either the shaft drive or the stardrive. The locking screw was removed by breaking the screw head with an unknown carbide drill. The surgery was delayed for an estimation of 30 minutes. There was no adverse consequence reported. Concomitant device reported: carbide drill (part# unknown, lot# unknown, quantity #1). This report is for one (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 46mm this is report 1 of 4 for (B)(4). This report captures the intra-operative event as related to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection. Investigation site: (B)(4). Selected flow: 2. Device interaction/functional - unable to disassemble. Visual inspection: approximately the half screw head is missing and was clearly drilled out as mentioned in the complaint description. The plate shows the same drilling marks. Furthermore, the anodized colors were abraded at some different spots. Functional test: the relevant features are damaged in a manner which prevents accurate function check with other screws or plates. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: because of the missing lot number we cannot determine when the screw was manufactured or check the device history records. Device history lot, device history batch, device history review null. Summary: due to the visible damages the parts were classified as confirmed, even though the functional test could not be performed. Unfortunately, we only have limited information in the complaint description and cannot determine afterwards why the screw could not be untightened. Multiple factors could have led to blockage of the screw, such as wrong torque or angulation issues during insertion. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.